Event description:
It was reported by service report that the scale display was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale module malfunction.